Manufacturer narrative:
These events occurred on unspecified dates in (B)(6) 2022, stated as ¿occurred in the last week¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd cycler sets were damaged. The issue was described as "air inside the tubing, then cassette would pop out¿. Patient had to restart treatment with new products. This occurred during use of the devices for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.